Event description:
It was reported that a blockage alarm was activated during infusion at the facility. No patient harm or adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the customer reported issue. Functional testing was performed, and the reported issue was not duplicated. Preventatively, the issue was addressed by recalibration of the occlusion pressure, as the event history had confirmed the customer reported issue. The device passed all testing.